Event description:
The pin broke inside the bone leaving a segment of the pin in the bone.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned product confirmed the reported event. The instrument has fractured. A search of the complaint database did not show any other reports against the product and lot combination. The investigation could not draw any conclusions about the reported event however heavy usage overtime or misuse can be attributed to the reported event. No evidence was found suggesting product error was a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.